Event description:
A 70-yr-old gentleman was found to have erratic sensing during electrophysiologic evaluation of his device following inappropriate shock. In view of this he was brought into the or for removal of his device. Intraoperative testing of the device, generator and lead change. The break was noted in the subcutaneous patch wire. The subcutaneous patch wire was disconnected from the device. Following this a test shock was delivered between the right ventricular and superior vena caval leads, four shocks. Significant erratic sensing was still noted. However, the high voltage lead impedance and pacing lead impedance were within normal limits. At this stage, it was not possible to determine whether the problem was between the right ventricle lead, superior vena cava lead or the fact that both his superior vena cava and right ventricular leads were tunneled from the left infraclavicular region to the left abdominal site where the implantable cardioverter defibrillator had been implanted. It will be extremely difficult to remove the leads. Attempts were, however, made to just pull those leads off. The right ventricular lead was unscrewed; however, there was significant tagging and the leads were not coming out. In view of the pt's age and significnat left ventricular dysfunction, it was thought that using extractor system may be much more dangerous than leaving the leads inside there. As to the exact cause of his significant inappropriate sensing, this could not be determined and this was continuing despite disconnection of the patch lead, it was decided that the best option may be to give him a new right ventricular lead and give a new implantable cardioverter defibrillator generator in the left pectoral region. The superior vena caval and right ventricular leads were cut in the pectoral region and the cut region was removed by pulling from the implantable cardioverter defibrillator generator pocket in the abdominal region. The cut portions of the leads were capped. A new right ventricular lead was then implanted in the right ventricular outflow tract region from the subclavian vein. R-waves were about 7.0. Then the pacing was turned off and he had an escape rhythm at a rate of about 38. Pacing lead impedance was around 600. At this stage, the lead was connected to the microjoule device. Pacing lead impedance and high voltage lead impedance were adequate. There was no erratic sensing noted or shock. Following this, ventricular fibrillation was induced and the defibrillation threshold was found to be 18 joules or less. There was appropriate detection of the ventriuclar fibrillation by the device. There was no interaction betewen the pacemaker and the device and there was no fore-shock sensing noted following the new system implantation and testing. At this stage, all his shocks were programmed at 34 joules, ventricular fibrillation detection programmed at 350, bradycardia pacing programmed at 40 and pt was then transferred to his room in stable condition.